Event description:
Consumer complaint about high blood results. Customer states he feels well and requires no medical attention. Customer's expected blood results are 90-130mg/dl fasting. Verified the strips expire 04/23/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 94mg/dl and 94mg/dl fasting. Reviewed meter memory: 1: 192mg/dl (B)(6) 2015 09:28:00 pm fasting: yes. 2: 119mg/dl (B)(6) 2015 09:28:00 pm fasting: yes. 3: 119mg/dl (B)(6) 2015 09:01:00 pm fasting: yes. 4: 103mg/dl (B)(6) 2015 08:41:00 pm fasting: yes. 5: 190mg/dl (B)(6) 2015 07:05:00 pm fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-130mg/dl fasting. Verified the strips expire 04/23/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 94mg/dl and 94mg/dl fasting. Reviewed meter memory: 192mg/dl, (B)(6) 2015 09:28:00 pm, fasting: yes. 119mg/dl, (B)(6) 2015 09:28:00 pm, fasting: yes. 119mg/dl, (B)(6) 2015 09:01:00 pm, fasting: yes. 103mg/dl, (B)(6) 2015 08:41:00 pm, fasting: yes. 190mg/dl, (B)(6) 2015 07:05:00 pm, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under evaluation.